Event description:
It was reported that the patient experienced unspecified issues with a nine year old artificial urinary sphincter (aus) leading to it being previously explanted. A reimplant surgery was performed in which a new aus was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced recurring incontinence due to leak in the system leading to the surgery. It was clarified that the previous aus was removed on the same day as the reimplant procedure. The patient did not experience any further adverse events and was doing fine after the procedure. No more information available at the moment. Should additional information become available, it will be provided.